Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had a good battery status at the most recent follow up. During the current follow up, it was noted that the battery status had gone to end of life (eol) with a charge time of 30.4 seconds. It was inquired as to whether a manual capacitor reformation might bring the charge time back down and reset the battery status. Technical services advised the charge time and battery status could not be recovered by completing a manual capacitor reformation and suggested the device be explanted and replaced. Additional information was received that this ICD was explanted and returned for analysis.